Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Failure analysis revealed that all the operating currents were within specification. The insulin pump passed self test. The device was received with intermittent button response due to corroded keypad traces. However, the unit passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The device also was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
Customer reports to have received an alarm after battery change. Customer reports that insulin pump has a blank screen and not functioning. Customer's blood glucose was 275 mg/dl. Customer was advised insulin pump would need to be replaced.